Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported detached sensor wire. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor wire deployment, the sensor wire detached from the sensor pod. The sensor was attempted to be inserted at the arm on (B)(6) 2015. No additional event or patient information is available.